Event description:
The customer reported that the system would not make x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation, and recommended replacing the power supply. No conclusion can be drawn as conclusive repair information is unavailable at this time.